Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had scope errors during the case. The customer had changed out the scope and the tse had the customer do a hard restart with no change. The tse advised the customer to get 3rd scope with no change. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. The ec was returned for error 48221 and the logs could not confirm error and therefore, unable to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functional as expected. Then the golden system was set to run video tests, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found.